Event description:
The complaint was reported as: the customer alleges that there was a black foreign substance found inside of the corrugated tube. No report of a pt injury or pt involvement.

Manufacturer narrative:
Two images of catalog number 1680 (corp-a-flex tubing, 100 ft roll) was received for analysis. In these images it was appreciated a black foreign substance found inside of corrugated tube. This confirmed the contamination mentioned in this complaint. No dimensional or functional inspection is required since the defect reported can be found visually. According to the customer complaint description, and reviewing the images received, the available inventory of part number 1680 was verified in looking for foreign substances and no issues were found. A DHR (device history record) review could not be conducted since the lot number was not provided. The pictures provided for eval confirm the defect reported by the customer. It was observed a foreign substance on the tube (possible degraded resin). The personnel from the production line of code 1680 were notified about this customer complaint. In accordance with the investigation performed on the extrusion production line, a cleaning of the metal mesh filters of the extrusion machines procedure was documented 09/2012. Also the preventive maintenance control list was modified to change the frequency and realize this activity twice a week, released on february 12th of 2013. This will help to eliminate the degraded resin that accumulates on the dye end that causes the possible issue reported.